Event description:
Customer's family member reported that customer was hospitalized due to high blood glucose and dka. Customer's family member stated thate they didn't have pump with them, and therefore couldn't troubleshoot.